Event description:
It was reported that during a routine product inspection at the facility, "the package of the imager ii is labeled as a 5f catheter; however, the hub of the device is marked as a 4f catheter".

Manufacturer narrative:
.